Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product no further information will be provided. (B)(4).

Event description:
A nurse reported that almost every fourth knife used during surgery seemed to be not sharp enough and made the incision more laborious. An alternate knife was taken each time in order to complete each procedure. There was no harm to any patient. No further information will be provided. This is one of three reports being filed for the same facility. This report is for the event that occurred on (B)(6) 2016 for the first lot of knives.

Manufacturer narrative:
Evaluation summary: the customer returned one(1) opened knife in a blister. Blade was not seated properly in tray. Visual evaluation per facility procedure of the returned open sample indicate a visually nonconforming blade due to damaged cutting edge and bent tip. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. Damage to the cutting edge and tip of the blade like that observed can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.